Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred between 12 and 2pm on (B)(6) 2018. The patient manages their diabetes by self-adjusting their dosage of humulin insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 hours after this they developed the symptoms of ¿headache, extreme dizziness, fatigue and nausea. In response to these symptoms the patient self-treated by taking 800mg ibuprofen at 4pm on (B)(6) 2018. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.